Event description:
The robot keep flickering on the screen, and realized the visa disc wasn¿t sitting flush due to a bent prong. Case type: tka. Patient under anesthesia. Surgical delay: 16-30 minutes.

Manufacturer narrative:
The robot keep flickering on the screen, and realized the visa disc wasn¿t sitting flush due to a bent prong. Case type: tka. Patient under anesthesia. Surgical delay: 16-30 minutes. Product evaluation and results: functional test confirms the mako array is bent and the vizadisc will not sit flat in the array. Product history review: review of the product history records indicate 76 devices were manufactured under lot no 19420318, and 76 accepted into final stock on (B)(6) 2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112227, lot number 19420318, shows 0 additional complaints related to the failure in this investigation. Conclusions: the event was confirmed.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The robot keep flickering on the screen, and realized the visa disc wasn¿t sitting flush due to a bent prong. Case type: tka. Patient under anesthesia. Surgical delay: 16-30 minutes.